Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the pump touchscreen was unresponsive. Customer declined to further troubleshoot the issue. Customer's blood glucose level was 261 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged data log issue was verified. Based on the analysis, the alleged touchscreen issue could not be verified.